Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "30cc balloon inserted into patient immediately got a high helium alarm. Attempted to reset the console, change the console, clear the error. Checked helium psi, changed helium bottle. They ended up having to switch the balloon for a new 30cc balloon". No patient harm or injury. The patient status is reported as "fine".